Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient complained of experiencing an episode of increased heart rate with pectoral stimulation and dizziness. The patient was noted to have a history of left ventricular stimulation with extensive reprogramming. The device was reprogrammed and the patient would continue to be monitored.